Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis manifested by cloudy peritoneal effluent and abdominal pain. On the day of the onset of peritonitis, the patient was hospitalized for four days. The patient was treated with vancomycin (1g, ip and frequency not reported). Two weeks after the initial hospitalization, the patient was hospitalized again for feeling weak. The cause of weakness was unknown. While in the hospital, the patient was diagnosed with fungal infection. The cause and treatment of fungal infection were unknown. On an unknown date, during hospitalization, the pd catheter was removed and pd therapy was discontinued at that time. The patient was transferred to hemodialysis. The patient was hospitalized for thirteen days before being discharged. Sixteen days after being discharged from the hospital, the pd catheter was placed back. Twenty days later, the patient was able to restart the pd therapy. At the time of this report, the patient was recovered from peritonitis, fungal infection and feeling weak. It was not reported if the patient was retrained on the proper aseptic techniques. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.